Event description:
Discordant potassium (k), sodium (na), urea, and creatinine (crea), and chloride (cl) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), and some results were questioned. The discordant results did not match the previous results of the patients. The samples were rerun on the same instrument, and the rerun results matched the clinical picture of the patients. It is unknown if the rerun results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant potassium, sodium, urea, creatinine, and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting with the customer, the tsc specialist discovered that the instrument had alerted the operator the cuvette wash solution was low. The instrument went into 'stop' mode with a red warning flag, which indicates that action is required by the operator. The operator disregarded the warning flag, rebooted the software, and continued to run patient samples. The operator later discovered that the cuvette wash solution was empty, and refilled it. The operator then primed the system, performed a wash 2 run, and ran quality controls, which were within range. The cause of the discordant k, na, urea, crea, and cl results is user error. The instrument is performing within specifications. No further evaluation of the device is required.